Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. However, use of products such as simethicone, lubricants that contain silicone can cause deposits of white foreign material and thus are not recommended for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects present inside the air/water channel. There was no patient involvement.